Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue getting the machine to operate and attaching the wicks in purewick urine collection system. They asked if there was a technician who could visit the home and show her how to operate the system and attach the system. Representative offered to assistance over the phone and the customer was tired and did not feel like going through the steps.

Event description:
It was reported that there was an issue getting the machine to operate and attaching the wicks in purewick urine collection system. They asked if there was a technician who could visit the home and show her how to operate the system and attach the system. Representative offered to assistance over the phone and the customer was tired and did not feel like going through the steps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.